Event description:
It was reported to philips that the device displayed a red x. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.